Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy due to a suspected atrial arrythmia with a rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy due to a suspected atrial arrythmia with a rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No additional adverse patient effects were reported.